Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental will be filed upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged and usb port was damaged and loose resulting in pump being unable to be charged reliably. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 127 mg/dl.